Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to the physician's coaguchek xs meter. The physician's meter serial number was asked for but not provided. At 07:19 am, the result from the meter was 1.4 inr. At 08:00 am, the result from the physician's meter was 2.5 inr. There was no allegation of an adverse event. The customer felt "ok". The customer's therapeutic range was 2.0 - 2.5 inr. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.